Event description:
The reporter states back to back results of 432 mg/dl compared with 95 mg/dl on a professional meter. No report of an adverse event. Controls were run and out of range low. Return requested and replacement was sent.